Manufacturer narrative:
The device was returned on july 6th, 2016. Four cleo devices were received and examined. One device was returned without the site (only the insertion was returned). Of the remaining three samples, one had been unused, the other two have been used. The used sites were found to have their adhesive layer still sticky to the touch, however being used it is no longer possible to evaluate their adhesive properties. The unused site was tested on artificial skin and was found to function as designed. Unable to duplicate customers concern.

Event description:
It was reported that the device was not sticking to the skin and the sets were falling off. After application the blood glucose rose from 200 to 300 mg/dl. The patient manually took an injection. See related mdrs: 2183502-2016-01509, 2183502-2016-01500.